Event description:
On (B)(6) 2012, the pt reported that the up button on his infusion device quit working on the previous day. At 4:30pm the pt's blood glucose was 91 mg/dl. At 5:00pm the pt ate 5 be and wanted to administer a bolus, but was not able to. At 5:30pm the pt's blood glucose level was 430 mg/dl. And by 7:00pm the blood glucose level was at 330 mg/dl. The pt administered 4.0 units of insulin via a syringe. The pt's normal blood glucose range is 80 - 120 mg/dl. At 8:30am, on the day of report, the pt's blood glucose was 97 mg/dl. The pt's blood glucose has remained under control. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.